Event description:
I noticed burning pain to my breasts in (B)(6) 2018, both of which had silimed implants completed in 2003. I sought assistance from my primary care physician. I completed an MRI of the breasts in (B)(6) 2018, which revealed intracapsular rupture. The radiologist who read the scan noted that the intracapsular rupture was noted on an exam completed in 2013; however, this exam was misread by the radiologist at the time. I am scheduled to have the implants removed in (B)(6) 2018.